Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed; however, the distal of the stent itself was found deformed. The procedure was completed with another of the same device. There were no patient complications reported.